Event description:
It was reported there was an unspecified finger surgery. Two 1.5mm self tapping titanium cortex screw heads snapped off and the shafts remain in the patient. The surgery was successfully completed. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.